Event description:
It was reported to philips that the device's wireless footswitch was not connecting to the base station. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. Per the information collected, the wi-fi (led) indicator on the wireless footswitch and base station were solid red and the battery indicator was green. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connected to the base station. The fse replaced the wireless footswitch (wfs) and the wfs base station to resolve the issue. The defective wireless base station was returned for further analysis. The tests determined that there were no issues with the base station. The exact cause of this inability could not be definitively identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.